Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after a cystoscopy procedure, a patient reported urinary tract infection (uti) symptoms 3 days after the procedure date with the use of this cystonephrofibroscope. Additional information was received from the customer that the patient exhibited burning sensation with urination, urinary frequency and feeling of incomplete voiding. The patient was then treated with antibiotic for 7 days. There were no culture tests done with the patient and the cystonephrofibroscope. The customer noted it was quite unusual to have utis in that span of time. There were no further reports of patient harm. There was no allegation of device malfunction. This report is for patient 4 of 4.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of third-party testing and the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The device underwent culture testing and physical inspection, where positive culture and physical damages in the instrument channel was discovered. The channel damages and species identified through testing may lead to complications with usage of cystoscope on patients. Olympus provided the following result of the culture test, performed at the third-party labs:sampling date: (B)(6), 2024.sampling from: suction channel.cfu: 1cfu.bacterial identification: staphylococcus aureus.sampling date: (B)(6), 2024.sampling from: instrument channel.cfu: 1cfu.bacterial identification: peribacillus butanolivorans / frigoritolerans / muralis / simplex (unsure of the exact species).a definitive root cause could not be identified. The most probable cause of the complaint is cause linked to device but unable to trace more specifically, which is problems traced to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component) due to biological contamination. In general, device damages (e.g. Scratches, cracks, leak, burns, kinks) could be a source of microorganisms.a review of the device history record found no deviations that could have caused or contributed to the reported issue.should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.